Event description:
A patient reported on (B)(6) 2016 that their therapy had not been helping their back since (B)(6) 2015, but it was surging to their legs in the last three days. They were going to follow up with their health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.